Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the permanent cautery hook (pch) instrument had a missing input disc and was not articulating well. It is unknown if there were fragment(s) falling inside the patient. The procedure was completed with a backup instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery hook instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.